Event description:
It was reported that while delivering the stent through the sheath, the stent was in the locked position; however, the stent prematurely, partially deployed in the sheath. The entire system was removed and the procedure was completed with a non-abbott stent. There were no pt effects. No add'l info available.

Manufacturer narrative:
The device was received. Investigation is not completed. A review of the device history record for this is forthcoming. A supplemental report will be submitted with this info.